Event description:
The customer reported to beckman coulter (bec) a leak of clear fluid, an unknown amount, that was leaking inside the coulter lh 750 hematology analyzer and onto the countertop. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found a leak from torn tubing (vl46b) at the lower sheath restrictor. The vl46b supplies pressurized diluent to the lower sheath restrictor. The fse replaced the lower sheath restrictor tubing resolving the leak. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was related to torn tubing through vl46b at the low sheath restrictor. (B)(4).